Event description:
The customer reported observation of elevated advia centaur enhanced estradiol (ee2) results which were discordant relative to repeat testing on an alternate method when using lot 104. An initial elevated result was obtained for one (1) patient sample. The initial elevated result was reported to the physician who questioned the result. The same sample was retested on the original analyzer which produced a similar elevated result. For troubleshooting purposes, the same sample was treated with peg (polyethylene glycol 6000) and retested on the original analyzer which produced a lower result. The sample was then tested on an alternate method which obtained a lower result. This lower result was considered correct since it matched the clinical picture of the patient and was issued on the corrected report to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated advia centaur enhanced estradiol (ee2) result which was discordant relative to repeat testing on an alternate method. Siemens reviewed the instrument data and the data provided by the customer. Reagent and instrument issues were ruled out based on quality control (qc) recovery within acceptable ranges and no issues were reported with other patient samples. Pretreatment of the sample with peg6000 by the customer may have precipitated antibodies that were interfering with the atellica im ca 19-9 assay. However, siemens has not validated a peg protocol for use with the advia centaur ee2 assay. No information on medication and or supplementation taken by the patient was provided. The assay instructions for use (IFU), under limitations section states the following: "estradiol results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. If the estradiol results are inconsistent with clinical evidence, additional testing is suggested to confirm the result". Based on the available information, the cause of the discordant elevated result was consistent with a sample specific interferent. The issue was resolved by routine troubleshooting; a product problem was not identified. The customer is operational, and no further actions are required.